Event description:
The customer reported that when inserting the lag screw the end sheared off the inserter. They were able to remove the lag screw. Another lag screw was then inserted and the operation completed. The dhs lag screw was inserted using the 1 step insertion technique.

Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by inadequate assembly or simply too much mechanical force was applied during lag screw insertion (possibly the connecting bolt may have not been place tighten enough and subsequently the pins of the one step insertion wrench were not in position anymore). The device inspection revealed the following: the returned lag screw is indeed badly damaged (both connecting pins (pegs) are completely deformed / broken off). It indicates that either the lag screw had not been properly assembled with the one step insertion wrench or just inadequate use has resulted in these damages. The threaded front part is still in good condition though, which indicates that the user must have encountered difficulties with the correct assembly. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that when inserting the lag screw the end sheared off the inserter. They were able to remove the lag screw. Another lag screw was then inserted and the operation completed. The dhs lag screw was inserted using the 1 step insertion technique.